Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump failed on patient transport to the ICU (from MRI). Patient was on levophed of 8mcg/min, epinephrine 3mcg/min. Rn (x2) ran to closest outlet to plug in the pump (plugged in outside elevator at ground floor atrium). Once plugged in, one of the rns left the patient to get another functional pump from the ER department (so patient was left with only one rn). Medications were then changed over and patient was brought to the ICU. From when pump died to when a new pump was secured was close to 10 minutes. Pump was plugged in the entire time in MRI (45mins) - also was tight in the back when pump died as was checked after it died. The battery just died on the pump with no warning."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.